Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from the united states alleged discrepant results for multiple patients using the cobas® sars-cov-2/influenza a/b assay, generated on the cobas liat system. Only the negative results were released and no harm was alleged. Originally, the customer questioned results for seven nursing home residents. However, review of the data could only identify 6 patient samples. Accordingly, 6 mdrs will be filed. The initial results were questioned because some of the residents had been recently covid vaccinated and some of the others had the covid infection and were treated with monoclonal antibodies. The customer has six analyzers but it is unknown which analyzers were used for which tests. Patient 1 was awaiting surgery and received two positive sars-cov-2 results. Patient 1¿s same sample was sent to the state department of health for confirmatory testing results, have not been provided. Patient 2 was tested and received a negative sars-cov-2 results. Patient 2¿s same sample was run on three different analyzers the second run received sars-cov-2 positive results and the third run also received a sars-cov-2 negative result. Patient 3¿s initial test result was positive sars-cov-2, a repeat run of the patient¿s same sample generated positive sars-cov-2 results. Patient 4¿s initial test result was positive sars-cov-2, a repeat run test of the patient¿s same sample generated positive sars-cov-2 results. Patient 5¿s initial test result was positive sars-cov-2, a repeat run of the patient¿s same sample generated positive sars-cov-2 results. Patient 6 initial test result was sars-cov-2 negative a repeat run of the patient¿s same sample that generated sars-cov-2 positive results the patient¿s same sample was run a third time that also generated a sars-cov-2 positive result. Patient samples were collected using nasopharyngeal swab and universal viral transport media. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No signs of baseline disturbances were observed for any of the alleged samples, and internal control amplification for all runs is robust. The samples appear to have generated true target amplification. The weak amplification and late cts indicate that the alleged samples have low titers. Patients 2 and 6 generated CT values consistent with samples at or below the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver between positive and negative.

Manufacturer narrative:
Changed the suspected device from the liat instrument to the reagent in d4. Updated section c and h5 accordingly. Added liat analyzer s/n and lot information for each test in b6. The details reflects that reagent lot 01110z (expiration date 10/31/2021) was used for some of the samples along with lot 00923y listed in d4. (B)(4).